Event description:
Customer stated that, she took 3 units of insulin after receiving a reading of 90 mg/dl. Then, after dinner, within 45 minutes, she re-checked herself and received a reading of 481 mg/dl and administered an additional 9 units of insulin. The customer reported experiencing excessive sweating and loss of consciousness afterward. The customer was taken to the hospital where she was diagnosed with severe hypoglycemia and treated with orange juice. An investigation into the details of this event is in process.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.